Event description:
During surgical procedure on a pediatric patient, surgeons were using a handpiece for the harmonic scalpel (curved shears with ergonomic handle, hand control and torque wrench) when the insulating portion of the jaws broke. The surgeon noticed the situation right away and stopped use. The patient was not harmed.